Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 3.3, lab: >7.0. Inratio: 3.4, lab: >7.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.3, lab: >7.0, mean: cannot be determined, confidence limits: cannot be determined. Inratio: 3.4, lab: >7.0, mean: cannot be determined, confidence limits: cannot be determined. Per internal procedure, tr 0150, the calculated mean of the inratio meter and comparative system inr were calculated. The condidence limits cannot be determined. Products will be investigated.